Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection, the subject device was a bit dark. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d10 removed ni, added missing concomitant product. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide cover glass was chipped, and light guide bundle of rear end was severely bent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: component failure of the insertion section. As for the newly identified malfunctions, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.